Event description:
Ventricular oversensing was observed during the unplanned follow-up performed on (B)(6) 2015. Patient complained of shortness of breath. Isolated oversensed ventricular events were reportedly observed during real-time egm monitoring. Also, patient reported to have suffered from a trauma at the device location at the end of (B)(6) 2015. Preliminary analysis confirmed the reported event and showed that it most likely resulted from a rv lead issue or connection issue (less likely). Patient care recommendations have been provided (evaluation of the benefit of a reintervention).

Manufacturer narrative:
The physician wants an investigation of new files to know if anything has changed since last year. He would like to know if he can put off the re-intervention until the device gets to eri or is the noise worse so he should not wait. The patient is very fragile and should not have surgery unless it is necessary. Additional programmer files received for analysis.

Event description:
Ventricular oversensing was observed during the unplanned follow-up performed on (B)(6) 2015. Patient complained of shortness of breath. Isolated oversensed ventricular events were reportedly observed during real-time egm monitoring. Also, patient reported to have suffered from a trauma at the device location at the end of (B)(6) 2015. Preliminary analysis confirmed the reported event and showed that it most likely resulted from a rv lead issue or connection issue (less likely). Patient care recommendations have been provided (evaluation of the benefit of a reintervention).

Manufacturer narrative:
Review of the new files (dated (B)(6) 2016) showed that same conclusion and recommendations (as provided in # (B)(4)) still apply: episodes displayed non-physiological signals/oversensing in the ventricular channel, due to a probable rv lead issue or lead/ICD connection issue. No anomaly is suspected regarding the ICD. Physician should evaluate the benefit of a re-intervention for rv lead replacement.

Event description:
Ventricular oversensing was observed during the unplanned follow-up performed on (B)(6) 2015. Patient complained of shortness of breath. Isolated oversensed ventricular events were reportedly observed during real-time egm monitoring. Also, patient reported to have suffered from a trauma at the device location at the end of (B)(6) 2015. Preliminary analysis confirmed the reported event and showed that it most likely resulted from a rv lead issue or connection issue (less likely). Patient care recommendations have been provided (evaluation of the benefit of a reintervention).

Manufacturer narrative:
It was reported that the associated lead was partially explanted and capped. The subject device replaced since it was close to eri. The patient had a car accident and damaged the lead. There has been noise on the lead and problems with the lead since the accident so they decided to replace the lead. Since the device was close to eri, they also replaced the device. The lead was cut below the yoke and capped.

Event description:
Ventricular oversensing was observed during the unplanned follow-up performed on (B)(6) 2015. Patient complained of shortness of breath. Isolated oversensed ventricular events were reportedly observed during real-time egm monitoring. Also, patient reported to have suffered from a trauma at the device location at the end of (B)(6) 2015. Preliminary analysis confirmed the reported event and showed that it most likely resulted from a rv lead issue or connection issue (less likely). Patient care recommendations have been provided (evaluation of the benefit of a reintervention).

Event description:
Ventricular oversensing was observed during the unplanned follow-up performed on (B)(6) 2015. Patient complained of shortness of breath. Isolated oversensed ventricular events were reportedly observed during real-time egm monitoring. Also, patient reported to have suffered from a trauma at the device location at the end of (B)(6) 2015. Preliminary analysis confirmed the reported event and showed that it most likely resulted from a rv lead issue or connection issue (less likely). Patient care recommendations have been provided (evaluation of the benefit of a reintervention).

Event description:
Ventricular oversensing was observed during the unplanned follow-up performed on (B)(6) 2015. Patient complained of shortness of breath. Isolated oversensed ventricular events were reportedly observed during real-time egm monitoring. Also, patient reported to have suffered from a trauma at the device location at the end of (B)(6) 2015. Preliminary analysis confirmed the reported event and showed that it most likely resulted from a rv lead issue or connection issue (less likely). Patient care recommendations have been provided (evaluation of the benefit of a reintervention).

Manufacturer narrative:
An update was received on february 17th, 2016: no lead re-intervention has yet been performed. On february 11th, 2016, during an in-clinic follow-up visit, there were episodes stored in device memories that showed: therapy delivery in the presence of ventricular noise, and atrial undersensing. On february 16th, 2016, a remote transmission was received that showed: ventricular noise and possible loss of rv or lv capture. Further analysis was requested.

Event description:
Ventricular oversensing was observed during the unplanned follow-up performed on (B)(6) 2015. Patient complained of shortness of breath. Isolated oversensed ventricular events were reportedly observed during real-time egm monitoring. Also, patient reported to have suffered from a trauma at the device location at the end of (B)(6) 2015. Preliminary analysis confirmed the reported event and showed that it most likely resulted from a rv lead issue or connection issue (less likely). Patient care recommendations have been provided (evaluation of the benefit of a reintervention).